Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The account communicated that they will not provide any further details regarding the reported event. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction, stroke, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome that the patient passed away due to multi-stage organ failure (msof). The patient implant complicated by hypotension and bleeding and received multiple products. In the intensive care unit (ICU), the patient had a right middle cerebral artery cerebrovascular accident, an embolic stroke, not following command and a left hemiparesis. The post-operation course remained challenging. The patient expired on (B)(6) 2026. The left ventricular assist device was functioning as intended and was not related to the patient's msof and death. There were no issues. The outcome was not device or therapy related. An autopsy was not performed. The pump was not explanted.